Event description:
It was initially reported that there is no more information as of yet from the hospital or about the device, as surgeon and scrub team were not in on that day. Device has been withheld; more info to follow.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device has been retained additional information: did the device staple? No. What firing did the event occur? First. How did the device not work as intended? Closed device as normal, no strange sounds, although was easier to close than normal. Fired gun and staples did not form b shape at all. Leg lengths were still extended. What were the patient consequences? Hand anastomosis. How was the patient impacted due to the event? Longer in surgery no lasting implications how was the procedure completed? By hand sewing the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.